Event description:
The micro reciprocating saw was sent for eval due to overheating during a procedure. The procedure was completed with a readily available spare device without any procedure delay. No adverse event was associated with the device.

Manufacturer narrative:
Corrosion was noted within the internal components of the device.